Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during sterile processing department (spd) reprocessing it was noted that the drive shaft was broken, and would not retain the reamer heads. No patient involvement reported. Concomitant devices reported:reamer head (part # unknown, lot # unknown, quantity x 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).